Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states this case is related to the (B)(4).

Event description:
It was reported the patient received the following results within 15 minutes: 330 mg/dl (guide system) and 140 mg/dl (instant system).